Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that hcp cut lead during a transforaminal lumbar interbody fusion (tlif) procedure. Visible evidence of lead cut via xray. The lead will be changed on monday (B)(6) 2021. The issue is not yet resolved. The patient is alive with no injury.